Event description:
It was reported that the patient was in a motor vehicle accident in which caused their implantable neurostimulator (ins) to be "compromised." It was also reported that there was a possible infection associated with the ins. The ins was subsequently replaced but the same lead component was left in place for continued therapy. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 3093-28, lot # v952169, implanted: (B)(6) 2012, product type lead; product ID 3037, serial # (B)(4), product type programmer.